Event description:
Consumer reported via the internet "I believe my fungal keratitis was a result of using your product." No other information was provided. Repeated attempts were made to obtain additional information, but have been unsuccessful.